Event description:
During routine testing of the device at the service center, the service technician reported that the cdi 540 front cover was broken at the bottom a side corner. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.